Event description:
It was reported that the patient stimulator was not providing adequate pain relief. The patient underwent a system explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: m365sc2317700, serial: (B)(6), batch: (B)(6).